Manufacturer narrative:
Product analysis: analysis determined that the analyzer adapter tested out specification electrical. It was noted that the battery was depleted; low voltage. The analyzer and battery were replaced. The device passed functional, electrical, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer is expected to be returned. There was no patient involvement. It was further reported that the analyzer and radiofrequency (rf) head returned as associated devices tested out of specification during manufacturer's analysis.